Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the ECG "c & d" cable was severed. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.